Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the right atrial lead exhibited low, out-of-range impedance. The lead was capped and replaced on (B)(6) 2018 during a routine pulse generator exchange. The patient was stable post-procedure.